Event description:
During an atrial flutter procedure, when the catheter was connected an error message was noted stating that there was no catheter connected to the generator. The connecting cable was exchanged and the generator power cycled but the issue remained. Due to the patient¿s history of fibromyalgia and the pain experienced throughout the procedure, the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, bi-directional, safire tx ablation catheter was received for evaluation. No visual anomalies were noted. The catheter underwent ablation simulation testing with an ampere generator which revealed a ¿catheter not connected¿ error message when attempting a lesion test. Further investigation revealed miswires between thermocouple wires 13 and 14, and connector pins 13 and 14.